Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient had an infection and the physician would be removing the pump that evening. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.